Manufacturer narrative:
Product ID: 3093-33, lot# v290432, implanted: (B)(6) 2009. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).

Event description:
It was reported the stimulation began to turn off when patient started using ten treatments in the upper back and knee area. After the treatments the implantable neurostimulator showed it was powered off, but the patient had not turned it off. The patient was reprogrammed and felt stimulation appropriately.